Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that their controller stopped working and the issue began 3 days ago. Patient stated that the controller was turned on but when they tried to charge their implant, the controller kept telling them that it was not charging. Patient mentioned the controller showed looking for charge and does not move past that. Agent asked and patient did not have their recharger and controller with them at the time of call. Patient will call back with their equipment for further troubleshooting. Patient called in with equipment present stating they could not advance past checking the recharger screen. Agent had patient reset the controller and blow air into the controller port. Patient advanced the looking for a device, then was able to charge for 1 second before the screen went straight back to checking the recharger. Agent had patient unplug and plug the recharger back in, but it still would not advance. The issue was not resolved. A request was sent to replace the controller. Patient commented how their implanted battery sticks out a little bit.